Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to contact technical support if the issue recurred, which the customer acknowledged and understood.